Event description:
It was reported that the pt experienced coupling and/or communication issues. The pt fell on (B)(6) 2010, and the device did not work after that. The pt did not recharge the device in three to four weeks prior to this report. It was suspected that an over-discharge condition existed. The stimulation was not adjusted in the previous three months. It was suggested that the ins had flipped, but this was not confirmed. It was later reported that the pt was not able to adjust the stimulation. A "call your doctor" icon was displayed and a power on reset (por) condition existed. A warning por was received after a physician mode recharge (pmr). The pt was to contact the manufacturer representative to set up an appointment to clear the warning por using a model 8840 physician programmer. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).